Manufacturer narrative:
Continuation of d10: product ID 37083-60 serial# (B)(6) product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was not really determined, as seen in ¿the radio¿ the cable was folded multiple times that could explain why it broke.

Manufacturer narrative:
Continuation of d10: product ID 977a260 product type lead h3. Device analysis for lead unknown revealed the conductor was broken at the distal end of the lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead and extension. B17 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation: analysis of the returned extension found that there were 2 segments returned, a proximal and medial segment while the distal end was not returned. The conductors were cut at the distal end of the medial segment as well as stretched, conductor coils were crushed, and conductors were broken from overstress/damage as a result of factors not related to product reliability. All conductor circuits were broken 12 cm in the body (straight wire) from the proximal end. The body insulation was cut through and the extension was segmented in the distal end of the medial segment. There was cosmetic depression on the outer insulation in various locations throughout the medial segment. The outer insulation was broken on the distal end of the proximal segment and the outer insulation was twisted. Continuity was acceptable and there were no short between circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 37083-60 (serial: unknown); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2025. Implant date of the extension is year valid. G2: the country of the event is fr h6 codes belong to the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that all the impedance of the lead were out of range >40,000. "Radio" was done and "the wire were" abnormally folded; x-ray images were provided. A surgical operation was done to replace the extension, with the incision, the extension was clearly broken and retrieved. Replacement was successful and all the impedance were good. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.